Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown date there was a wear and tear of fixation bolt for less invasive stabilization system (liss) insertion guide and the liss insertion guide was also unable to be fully secured due to inability to tighten successfully due to stripping during tightening. There was a twenty (20) minutes of surgical delay as surgeon had to do a longer incision for a very long plate instead of using a minimal invasive jig. Patient outcome is reported as longer incision to recover from. No further information provided. This report is for one (1) fixation bolt for liss insertion guides this is report 1 of 2 for complaint (B)(4).